Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-nov-2023 by a dentist, which refers to a 71-year-old caucasian female patient. Additional information was received on 03-nov-2023 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 16 ml of sculptra (lot 2j3353) to the neck using an unspecified cannula with fan and retro-injection technique. The product had not been used previously. On 28-aug-2023, the patient experienced hard nodule (implant site nodule) on neck, of moderate severity. On (B)(6) 2023, as a corrective treatment, the hcp applied water for injection, water for injection, and massage was performed to the nodule in an attempt to dissolve the nodule, but it was not successful. On an unknown date in 2023, during the physical examination, the reporting hcp felt something very hard, and decided to remove it surgically, removing an encapsulated piece of fat (encapsulation reaction). On (B)(6) 2023, the nodule was removed surgically and the patient had recovered from events with sequelae. The reporter assessed the adverse event nodule as moderate and the causality as not assessable. Outcome at the time of the report: hard nodule was recovered/resolved with sequelae. Encapsulated piece of fat was recovered/resolved with sequelae.

Manufacturer narrative:
Company comment: the serious events of nodule at implant site and encapsulation reaction were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: sculptra-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. To exclude a non-conforming product, a batch record review will be performed. CAPA comment: sculptra-corrective action not available.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-nov-2023 by a dentist, which refers to a 71-year-old caucasian female patient. Additional information was received on 03-nov-2023 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 16 ml of sculptra (lot 2j3353) to the neck using an unspecified cannula with fan and retro-injection technique. The product had not been used previously. On (B)(6) 2023, the patient experienced hard nodule (implant site nodule) on neck, of moderate severity. On (B)(6) 2023, as a corrective treatment, the hcp applied water for injection [water for injection], and massage was performed to the nodule in an attempt to dissolve the nodule, but it was not successful. On an unknown date in 2023, during the physical examination, the reporting hcp felt something very hard, and decided to remove it surgically, removing an encapsulated piece of fat (encapsulation reaction). On (B)(6) 2023, the nodule was removed surgically and the patient had recovered from events with sequelae. The reporter assessed the adverse event nodule as moderate and the causality as not assessable. Outcome at the time of the report: hard nodule was recovered/resolved with sequelae. Encapsulated piece of fat was recovered/resolved with sequelae. Tracking list: v.0 initial. V.1 brr results received on 14-nov-2023.

Manufacturer narrative:
Company comment: the serious events of nodule at implant site and encapsulation reaction were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The case meets the seriousness criteria for expedited reporting to the regulatory authorities.. Evaluation text: sculptra-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: sculptra-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.